Manufacturer narrative:
(B)(4). Proposed code: mechanical (g04) - drill. Reported event was confirmed for being broken as the visual examination of the provided pictures which identified that the tip of the reamer had broken. However it is not confirmed for getting stuck. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 110003484, access 3.2mm thd steinmann 9, lot # 990370 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the doctor was following the surgical technique, and the pin became wedged in reamer. A second set was opened and processed to finish case. After case, during instrument cleaning the tech was not able to remove contaminated sharp pic and noticed the reamer was fractured at tip. Attempts have been made and there is no further information at this time.